Event description:
It was reported that there was high lead impedance, noise and a confirmed right ventricular lead fracture. The lead was extracted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The analyst commented an in-vivo conductor fracture was not observed on the returned partial lead in segments. The full lead was not returned. There is a 10.5 cm medial segment missing from the returned lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.